Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that coil protrusion occurred. The target lesion was located in the severely tortuous internal iliac artery. A 8mm x 40cm interlock-35 was selected for use. During procedure, it was noted that the coil got stuck inside the 5fr imager catheter upon delivery and was then removed together with the catheter from the patient's body. Subsequently, the coil was noted protruding from the catheters tip upon removal. The procedure was completed with a different device. No patient complications were reported.